Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown simplex p. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that simplex bone cement set up faster than usual. Approximately 5-6 minutes.